Event description:
This spontaneous case was received on (B)(6) 2014 from a female patient of an unknown age. The patient's medical history and concomitant medications were not reported. On (B)(6) 2014, the patient started treatment with sculptra (poly-l-lactic acid) injection, 1 to 1.5 cc of diluted product, around the eyes for an unknown indication. The batch number used was not reported. On (B)(6) 2014, the patient reported she was "blind in the right eye" as a result of the injection. Per the patient, the "doctor hit an artery, and the sculptra went into my eye". The patient was immediately driven to an ophthalmologist by the administering doctor, but was informed that there was no way to reverse the medication, and that the damage was permanent. The patient stated she "completely lost vision" in the right eye. No additional information was available at the time of this report. Follow up information received from physician on (B)(6) 2014: dose amount of 1 to 1.5 cc of diluted product added. Indication of the sculptra was updated to "cosmetic and reconstructive defect secondary to surgery to the temple area." It was reported that immediately after the injection, the patient was blind. The ophthalmologist who examined the patient found particles of the product (sculptra) in the retinal artery. The reporter followed up with the ophthalmologist two weeks after the procedure (exact date unk), and the ophthalmologist stated the blindness is permanent. The ophthalmologist stated he will follow-up with the reporter on the patient's case. The physician stated the patient has not followed up with her since the procedure. No additional information or details are available at the time of this report.

Manufacturer narrative:
Pharmacovigilance_comment: (B)(6) 2014, blindness unilateral assessed as serious and possibly related. Device use error assessed as serious and unassessable. On (B)(6) 2014, no change to previous medical assessment.